Manufacturer narrative:
(B)(4). Approximate age of device - 83 days. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2016 that the patient experienced hemolysis and that the lvad clinicians suspected device thrombosis. The patient remained in-house on medical management with angiomax and was listed status 1a for a heart transplant. A ramp study performed on (B)(6) 2017 revealed that the patient¿s left ventricle was not unloading. On (B)(6) 2017, the patient underwent a pump exchange, and it was reported that pus and infection in an unspecified location was observed. Upon explant, it was reported that there was visual confirmation of thrombus in the pump. No additional information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The report of thrombus within the device could not be confirmed and a correlation between the device and the reported events could not be conclusively determined, as the device was not returned for evaluation. Thrombus, hemolysis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was transplanted on (B)(6) 2017. It was reported that the patient was doing well after the pump exchange on (B)(6) 2017 to the time of the heart transplant. There were no issues with the patient''s second pump ((B)(4)) and it will not be returning.